Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was able to verify and duplicate the reported issue. The system pcb was replaced to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non critical issue with their device. Upon evaluation, stryker observed that the customer's device was unable to complete its boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be som pcb p/n somimx6-phy02-0101r-a lot-3724m01018.

Event description:
The customer contacted stryker to report a non critical issue with their device. Upon evaluation, stryker observed that the customer's device was unable to complete its boot-up cycle. In this state the device may not be able to deliver defibrillation therapy, if needed.there was no patient use associated with the reported event.